Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the user forgets to unclamp the secondary tubing, which results in delayed or failure to administer medications via intermittent infusion. Customer states "although the pump now has a prompt to remind users to verify the secondary clamp is open, unfortunately, it hasn¿t been effective at mitigating this error." There was patient involvement but no harm.a report was received from health canada's canada vigilance program which states, "upon initial assessment, writer(rn) and orientee noted that the 0600 meropenum IV was not administered, secondarly line was still clamped. Rationale, did not hang another meropenum immediately to avoid staggering the scheduled medication. Wife noted that the 0600 meropenum was still full of medication when orientee was going to hang the 1200 meropenum - writer reassured and apologized about the situation. Reiterated to wife and patient that a reminder will be passed on to night staff. Wife spoke with mrp. Pt to still receive the 1200, will not be using the old mero IV."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes.

Event description:
It was reported that the user forgets to unclamp the secondary tubing, which results in delayed or failure to administer medications via intermittent infusion. Customer states "although the pump now has a prompt to remind users to verify the secondary clamp is open, unfortunately, it hasn¿t been effective at mitigating this error." There was patient involvement but no harm. A report was received from health canada's canada vigilance program which states, "upon initial assessment, writer(rn) and orientee noted that the 0600 meropenum IV was not administered, secondarly line was still clamped. Rationale, did not hang another meropenum immediately to avoid staggering the scheduled medication. Wife noted that the 0600 meropenum was still full of medication when orientee was going to hang the 1200 meropenum - writer reassured and apologized about the situation. Reiterated to wife and patient that a reminder will be passed on to night staff. Wife spoke with mrp. Pt to still receive the 1200, will not be using the old mero IV."